Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient experienced a ventricular tachycardia episode after implant. The device delivered appropriate therapy with a 40 j shock. 3 more appropriate shocks were delivered on (B)(6) 2020. An rv lead dislodgement was diagnosed by x-ray. The investigator assessed this event as causal related to the patients medical history. The patient was hospitalized for rv lead repositioning on (B)(6) 2020.